Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing planned treatment. The procedure was completed as planned since the procedure was finished when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the x-ray tube did not emit radiation and began to generate arcs. The rse requested onsite support. The philips field service engineer (fse) checked the system logfile and found generator device: point evr: hv out of range, xsc: tube voltage out of range. The fse performed tube conditioning and adaptation, but issue persisted. The fse found generator with internal damage. To resolve the fse replaced power inverter and hivo. The defective part was sent for analysis, for power inverter evr (point evr) certeray no failure was observed. After replacing, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned before the issue occurred. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at te time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.